Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as open and bleeding. The patient reported a nickel allergy. There is no alleged device malfunction. Follow up was completed and the patient stated they would be ending use as the skin allergy was preventing the patient from wearing the lifevest. The skin irritation was unchanged.